Event description:
It was initially reported that the pt was complaining of tightening and intermittent pain in her neck and throat into her left ear. The pain was described as burning and jolting and not occurring with stimulation. X-rays were received and reviewed. Generator placement appeared normal and there were no lead discontinuities or sharp angles observed in the visible portions of the lead boy, however, a fracture or micro-fracture cannot be ruled out. Additional info was received indicating that the pt's was also experiencing hoarseness, choking, shooting pain through left ear, and breathing problems. No trauma was suspected, however, it was noted that the pt was moving and had been lifting heavy boxes. Diagnostics could not be performed because the pt could not tolerate the side effects as her output current was less than 1ma. The pt was scheduled for, and underwent a full revision surgery. During the revision surgery, it was noted that the lead insulation appeared to be frayed near the generator. Diagnostics could not be performed prior to the lead explant. The device has since been returned. However, product analysis is not yet complete.